Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise could not be reproduced in-clinic. Insulation abrasion is suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Without return of the lead in its entirety, a complete evaluation could not be performed.